Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device's touchscreen cannot change settings by touch and some manual settings are locked. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Remote diagnosis cannot be carried out as the customer cannot be contacted by telephone. Onsite repair will be conducted.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse performed calibration to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was declared ready for use.